Manufacturer narrative:
Concomitant medical products: 5076-52 lead, implanted: (B)(6) 2007. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that an alert was triggered. The right ventricular (rv) lead was noted to have varying/out of range pacing impedance and short v-v intervals. Reprogramming was performed to turn off device detections as the patient ejection fraction was indicated to have improved and the patient no longer needed defibrillation. The lead remains in use. No patient complications have been reported as a result of this event.